Event description:
Information received by medtronic indicated that the customer reported that the battery compartment of the pump was overheating. No further information was provided. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued the use of the insulin pump, and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for an alleged device heating up found on (B)(6)2023 unit passed active current measurement, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was monitored. No heating up noted during testing. Unit successfully downloaded to thump. The test p-cap locks properly in place in the reservoir compartment. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found moisture damage¿on the electronic assembly, motor and force sensor. Pump failed sleep current measurement test due to high current, caused by moisture damage on the electronic assembly. The following were noted during visual inspection: pillowing keypad overlay. Device heating up was not confirmed. Unexpected battery power loss was confirmed due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.